Event description:
During a routine follow up in 2008, the ICD unit involved in this MDR report could not be interrogated, despite several attempts with different programming systems. Therefore, the device was explanted in the next day.

Manufacturer narrative:
This event concerns a device that was manufactured, and used outside the united states. The device analysis is pending.